Event description:
It was reported that the patient presented in-clinic after feeling a vibratory alert for secure sense. Review of the stored electrograms confirmed presence of load noise on the right ventricular lead. The lead function was otherwise normal. The physician decided to perform a lead revision. The lead was capped and replaced on (B)(6) 2017 and the system was upgraded to cardiac resynchronization therapy implantable cardioverter defibrillator without issue. The patient was stable before, during and after the procedure. The patient will continue to be monitored.